Event description:
Rn reports twist sleeve separated from main body of four month old transfer set. Rn reports home patient received a transfer set change and was treated with 1 gram ancef prophylactically, with no resulting injury.